Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned for evaluation. At this time there is no information to suggest any device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was found unresponsive at home. A review of device data revealed that the lifevest detected asystole at 09:39:31 on (B)(6) 2016. The lifevest delivered one treatment at 10:18:17 while the patient was in asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The lifevest considers asystole to be a non-treatable rhythm. The patient remained in asystole following the treatment. The lifevest electrode belt was disconnected at 10:31:46 and ems was called by the patient's roommate. The patient subsequently passed away. There is no indication that the treatment contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatment.